Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, missing -o-ring, partially broken retainer, broken reservoir tube lip, and serial label (damage). In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a broken reservoir tube lip, a missing o-ring, and a partially broken retainer were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.